Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that a patient completed stage 1 of implantation, during stage 2. The permanent lead was severed during excision of the temporary lead. The test was then redone with a new device, which was effective. A new generator was then implanted. The hcp noted that the operation notes stated the permanent lead was severed most likely during the opening of the incision to complete stage 2 implantation. The patient had completed stage 1 7 days prior to the procedure. They stated that from what they could tell the temporary and permanent leads were implanted during stage 1 and since the permanent was severed a whole new system was implanted at that point. No further complications were reported/anticipated.

Manufacturer narrative:
Information pertaining to lead was severed was reported in manufacturer report # 3007566237-2017-04798. All additional information will be noted in this report going forward. Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information pertaining to lead was severed was previously reported in manufacturer report # 3007566237-2017-04798. All additional information will be noted in this report going forward.